Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) follow-up with the customer over-the-phone in order address the reported event. The fse instructed the customer to clean the syringe-l lead screws to correct the issue. The customer ran the g8 instrument without any issues. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for the g8, (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due dirty syringe-l lead screws.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.